Event description:
The customer reported that the ac power module had failed which prevents the unit from powering up on ac power.

Manufacturer narrative:
The customer reported that the ac power module had failed which prevents the unit from powering up on ac power. The customer ordered an ac power module which resolved the failure. As of 7/6/10 there have been no further reports of this issue.